Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that the patient uses prescription numbing cream for preventative care. Sensor was inserted at the abdomen on (B)(6) 2016. Lidocaine prescription numbing cream was prescribed by the patient's physician approximately one year ago, (B)(6) 2015. It was reported that the patient also uses the prescription numbing cream for his insulin pump. At the time of contact, patient's mother reported current condition of patient as "good". No additional event or patient information is available. There was no reported alleged device malfunction. It should be noted that the dexcom g5 mobile continuous glucose monitoring system states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that the dexcom g5 mobile continuous glucose monitoring system states: before inserting the sensor, clean the skin with a topical antimicrobial solution, such as isopropyl alcohol, and allow to dry. This may help prevent infection. Do not insert the sensor until the cleaned area is dry so the sensor adhesive will stick better. Make sure there are no traces of lotions, perfumes or medications on the area.